Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the tip of the hemopro 2 jaws was broken. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. The tool was returned inside of the cannula. A visual inspection determined that the tool was inserted into the cannula through the wrong location. The tip of the silicone boot was detached from the cold jaw. This type of failure is consistent with the improper insertion of the tool into the cannula; as stated in the IFU "insert the harvesting tool through the tool adapter port of the harvesting cannula". Based upon the rec'd condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The evaluation results and a copy of the IFU were provided to the customer. (B)(4).